Event description:
It was reported that this right ventricular (rv) lead was dislodged, confirmed through x-ray. The lead exhibited high capture thresholds and altered heights in waves of the ECG. Upon revision, it was noted that the helix was distorted, and the lead was found in the right atrium. A new lead was implanted. No additional adverse patient effects were reported.